Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports the eyelits are rough to insert and end user is getting utis. End user did not specify the quantity affected and has used this product before. No medical intervention was reported. No additional information provided. No photo available.